Manufacturer narrative:
Please disregard this report number (1282497-2021-10622) as this report was inadvertently filed as a malfunction. Based on the reported product ID, cardinal health is not considered to be the manufacturer subject to the reporting requirements of the MDR regulation and therefore an MDR should not have been generated.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the patient suffered bladder pain due to the tension created because of stagnating urine. The patient was in an intensive therapy unit but was awake and able to communicate this pain feeling. The healthcare professionals check the balance of urine at 4 hours intervals and observed too little drainage from the patient. After hearing the patient's complaint, they suspected a problem with the device. They disconnected the catheter from the urine meter and reconnected it and the patient emptied all the contents of their bladder. No further treatment was required. There was no harm to the patient.